Event description:
As reported by the field, during a stent assist coil embolization, the tip of an enterprise2 4mmx23mm intracranial stent (enf402312, 7507670) pre-maturely deployed in a phenom 21 of medtronic microcatheter (mc). The stent was lost as the assistant tried to save it for complaint report. The rest of the device will be returned for further analysis. On the user¿s second try, the physician experienced recapture failure with enterprise2 4mmx30mm (enf403012, 6451023). The user tried to recapture the stent but was not able to. Therefore, he removed the stent and the mc from the patient's body. The physician used a same like product. Eventually the procedure was successfully finished. There was no patient injury reported.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. H3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank. This information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00295. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint (B)(4). Complaint conclusion: as reported by the field, during a stent assist coil embolization, the tip of an enterprise2 4mmx23mm intracranial stent (enf402312, 7507670) pre-maturely deployed in a phenom 21 of medtronic microcatheter (mc). The stent was lost as the assistant tried to save it for complaint report. The rest of the device will be returned for further analysis. On the user¿s second try, the physician experienced recapture failure with enterprise2 4mmx30mm (enf403012, 6451023). The user tried to recapture the stent but was not able to. Therefore, he removed the stent and the mc from the patient's body. The physician used a same like product. Eventually, the procedure was successfully finished. There was no patient injury reported. No additional information is available. A non-sterile 4mm x 23mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that the stent was already detached from the unit. The delivery wire and the introducer were found to be in good condition (i.e., no kinks, bents, or elongations). The stent component was inspected under microscopic magnification, and it was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). Both ends were noted as completely flared. Then, the stent was measured, and it corresponded to a 4mm x23mm stent. The distance between the delivery wire tip and the reference marker was measured, and it was confirmed to be within specifications. The customer complaint regarding an early deployment of the stent was confirmed due to the detached condition of the stent. The condition noted on the returned device suggests that the enterprise introducer was not fully seated in the hub of the microcatheter, causing the stent to expand in the hub of the microcatheter. The instructions for use (IFU) provide proper handling instructions for the device to prevent such issues from occurring. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the enterprise device. Lake region medical did review the device history records relative to the manufacturing, inspecting, and packaging of lot 7507670. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no CAPA activity is required. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) do contain the following recommendations: the introducer must be properly engaged with the infusion catheter hub to enable stent introduction into the infusion catheter. Confirm the tip of the delivery wire is entirely within the introducer. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint #(B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.